Event description:
It was reported that on (B)(6) 2025, a patient received a burn compatible with their right lower extremity (rle) resting against diacor mr-tek350 stainless steel portion of stirrup. The patient underwent epidural for high dose radiation (hdr) procedure which required patient's bilateral lower extremities to be positioned in diacor stirrups. The patient was taken to MRI for verification of needle placement. Following hdr procedure nursing staff noticed wound to patient's right outer thigh. Area was red with a large white/blanched area in the center resembling a burn. The patient returned for their 1-week follow-up for the hdr procedure and reported worsening of wound. The patient required care at advanced wound care center. Per MRI safety officer patient experienced "MRI burn" from touchpoint of rle with stainless steel component of zephyr stirrup hinge. The patient likely did not experience sensation of "burn" or pressure during MRI testing due to the epidural received for the hdr procedure. This reported incident (mw5180429) was received by canon via the FDA's medwatch program.